Manufacturer narrative:
Eval summary: the analysis results confirmed that a second el5ml device was received for analysis. In addition, it was noted to be empty and with the lockout fired through. Upon further functional inspection of the device, the jaws broke at bifurcation. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during lap cholecystectomy procedure, the clips did not fire from the device at the initial firing. Another device was used to complete the case with no pt consequence. One device is being returned.